Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number qjmhde and no non-conformances related to the reported complaint condition were identified (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was there any additional tissue damage as a result of searching for the needle piece? No. What is the patient¿s current health status and condition? Patient¿s current health status : normal.

Event description:
It was reported that a patient underwent a subtotal hysterectomy with bilateral salpingectomy and laparoscopic promontofixation on (B)(6) 2021 and suture was used. During the procedure, a doubt was expressed about the integrity of the peritonization needle in its proximal part. The needle was then removed and compared to another needle. A millimeter fragment seemed to be detached in the abdominal cavity, it had not been found in the operating site. During a radiography of the abdomen without preparation, no piece had been observed. The postoperative follow-up was simple, with an exit authorized the same day. There were no adverse patient consequences reported. No additional information was removed.